Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.

Event description:
During a surgical procedure while using the elite ii system rotating cf resectocope, the tip broke and fell into the pt. The tip was retrieved with no harm to the pt.